Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the product is cracked and exhibits signs of repeated use. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to use error. The surgical technique indicates to use the glenoid inserter to place the glenoid trial into the bone. It was reported that the trial was impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a device fractured while being impacted during a shoulder procedure. However, no health consequences or impact to the patient were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends.